Manufacturer narrative:
D4 correction to lot number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (b)(6. The customer discarded the products.

Event description:
It was reported, that insulin leaked at the connection point between the cannula and the transfer set resulting in an elevated blood glucose level of 400 mg/dl.